Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. The patient described the area as a rash all over torso and spreading down arms and legs. There was no alleged device malfunction contributing to the irritation. The hospital prescribed benadryl for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.